Manufacturer narrative:
The hospital had the pt come in (B)(6) 2010 for a ureteral stent placement, noting that a competitor's ureteral stent was placed per the op notes. The pt returned for removal of the stent on (B)(6) 2011; as the physician was removing the stent, it separated into two segments inside the pt, upon removal of the stent, the physician noted it was a cook ureteral stent. Both segments of the stent were removed within the same procedure. The urology nurse stated the pt may have had a cook stent placed at another facility prior to the (B)(6) 2011 removal. The facility has indicated the device will be returned for an eval, however to date, the complaint device has not been received. Upon receipt of the device and or add'l info, the results will be forwarded.

Event description:
As the physician was removing the stent, it came back apart inside the pt. No part of the device remained inside the pt.